Event description:
It was reported that the lcd screen is defective. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During eval it was found that some of the led display segments do not illuminate on the device due to a defective led driver (user interface) board. The rad-8 uses an led display not an lcd display as reported. A service history record review reveals that this unit was in the field for over (1) year with no previous reported issues prior to this reported event.